Event description:
It was reported that this pacemaker exhibited far field oversensing on an atrial tachy response (atr) episode. Technical services (ts) reviewed and found the device was operating as programmed. There was also premature atrial contractions (pacs) noted on the strip. This pacemaker remains in service. No adverse patient effects were reported.